Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 204 mg/dl on the reported meter, and a reading of 145 mg/dl on a otultra2 meter within 30 minutes. The patient adjusted her insulin dose based on the reported meter's reading. The next morning, the patient awoke experiencing the symptoms of shaking, sweating, weakness and 'her legs were asleep.' The patient tested her blood glucose level and adjusted her insulin dose, and felt better afterwards; she did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.